Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative went on site, run operators verification procedure unit passed all required criteria and meets factory specifications. The device functioned as intended and there is no problem found. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator has low volume issue. The customer confirmed that there was no patient involvement associated with the reported event.